Event description:
Graft placed within graft, type I endoleak. An angiogram taken after this graft was implanted demonstrated a type I superior endoleak. The physician elected to treat the leak by placing a second endograft within the first.